Event description:
It was reported that the patient was hospitalized on (B)(6) 2025 due to driveline infection cultures from left ventricular assist device (lvad) insertion site which grew pseudomonas aeruginosa resistant to ciprofloxacin/levofloxacin. The patient was started on intravenous (IV) cefepime 1mg every eight hours. They were discharged on (B)(6) 2025. They were re-admitted on (B)(6) 2025 due to worsening of the lvad driveline infection drainage with pseudomonas positive cultures. On (B)(6) 2025, wound incision and drainage and wound vac placement was done. On (B)(6) 2025, antibiotic beads placement and abdominal wound closure. On (B)(6) 2025, they were discharged home on IV antibiotic ceftazidime mg every eight hours. On (B)(6) 2025, the patient was seen in the lvad clinic with infectious diseases. On (B)(6) 2025, the patient had a follow-up clinic visit with surgeon for abdominal wound suture removal. The patient was to continue managing on outpatient with IV antibiotics therapy ceftazidime 2 mg IV every 8 hours with end of treatment on (B)(6) 2025. Infectious disease team was following. Patient was to perform dressing change daily on lvad exit site.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was scheduled for abdominal wound closure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.